Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17590229. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17109891.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted leads were not returned due to facility policy.